Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that at the previous device interrogation the pacemaker showed four years and six months remaining battery longevity. Three months later the pacemaker showed a battery longevity of two and a half years remaining. It was noted that the patient paces 97 percent of the time with 46 percent in the ventricle. Boston scientific technical services (ts) was consulted and suggested sending in the device's memory for analysis by engineers. The field representative reached out to the clinic and also found that the patient can feel right ventricular (rv) stimulation. The rv output was decreased during the last interrogation. It was also noted that the pacemaker and rv lead impedance measurements have been steadily rising and was now at 681 ohms. At this time the physician plans to continue to monitor the patient via the remote home monitoring system. The physician noted that the plans to do a lead revision at time of normal changeout. At this time the rv lead and pacemaker remain in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that the pacemaker was reprogrammed to pace and sense in the atrium only due to loss of capture (loc) in the right ventricle. It was noted that the patient also has a leadless pacemaker implanted from another manufacturer. No additional adverse patient effects were reported.